Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the lens optic indicating that the lens was prepared for surgical use. One haptic was observed broken and the other one in correct position. Part of the haptic broken it was in the radial hole of the optic. The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, lens removed in the initial procedure. If explanted, give date: not applicable, lens removed in the initial procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a za9003 19.0 diopter intraocular lens (iol) broke during implantation. Reportedly, there was patient contact, but with no injury. No additional information was provided.